Event description:
Patient at facility for an image guided removal of an inferior vena cava (ivc) filter. When the physician was removing the sheath after an uncomplicated/successful retrieval of an ivc filter via right ID access, the doctor noted that the sheath had unraveled and left a piece of thread from the sheath. The thread was hanging out of the patient's neck access site. The doctor very gently pulled the thread and successfully removed the entire piece. There was no harm/impact to the patient. In follow up, the manufacturer's representative was notified of the event and will pick up the sheath retained from this event this week.